Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that due to poor monitoring of twins during labor, the doctor performed a caesarean section. The device was in use at time of event and a unplanned caesarean was performed.

Manufacturer narrative:
The customer reported that due to poor monitoring of twins during labor, the doctor performed a caesarean section. The fm30 fetal monitor and chipsoft ctg surveillance were being used during monitoring. The doctor restarted the "registration" several times which did not resolve the poor monitoring of the twins, and therefore a caesarean section was performed. No additional information was provided, therefore philips is unable to determine the cause of the poor registration of the twins as reported.

Event description:
The customer reported that due to poor monitoring of twins during labor, the doctor performed a caesarean section. It was later determined the caesarean section was unnecessary and customer claims our product malfunction led to an unnecessary procedure. The device was in use during the time of the reported event. The customer did not respond to requests for additional information, therefore philips is unable to determine if the device failed to meet specifications. Additionally, philips is unable to determined if the product malfunction as reported by the customer caused / contributed to the event.